Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system would not startup. Review of the system log file showed that hospital mains input phase voltage was low and main power input failed. Upon troubleshooting, hospital biomed replaced the battery of the ups. To resolve the issue, field service engineer (fse) went onsite and collaborated with the customer to reset the system for a proper boot sequence. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.